Manufacturer narrative:
The date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacture reference number:1627487-2023-04005 manufacture reference number:1627487-2023-04006 it was reported that the patient¿s ipg had reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention was undertaken on (B)(6) 2023 where the ipg was replaced to address the issue. During surgery, it was reported that the patient's leads had high impedance. Troubleshooting was unable to resolve that issue. Therefore, the leads were also replaced on 07 aug 2023 to address the issue.